Event description:
Complaint was reported as: "rough and jerky." Received medwatch uf/importer report (B)(4) on (B)(6) 2012 which noted: "the device was not functioning properly. It failed the attempt for a skin graft. The pt suffered a 1" x 1" superficial abrasion on the right anterior thigh. The wound was dressed with tegaderm."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.